Event description:
Additional information reported one month after implant the patient had the loss of stimulation and electrical shocks. The shocks were not at the pocket. The patient went to the hospital complaining of stimulation dysfunction on (B)(6) 2013. The patient was not involved in a fall. Impedance checks were performed and abnormal impedance was observed. There was high impedance on electrode 7. The lead was at the origin of the issue. On (B)(6), the lead was explanted and replaced by a new one. The electrical shocks and symptoms improved with the lead change.

Event description:
It was reported the lead was not functioning properly. There was a loss of stimulation in the stimulated area with less than 50% therapy relief and shocks at an unknown location. The lead was explanted and replaced on (B)(6) 2013. The issue was resolved. On (B)(6) 2013 there was an improvement of the pain due to the restored stimulation after lead replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0206980717, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).